Event description:
ICD and leads extracted due to infection. Leads also suspected for possible failure. Patient has requested to receive the device from the manufacturer after investigation. Leads need to be returned to their respective manufacturers. A report needs to be sent to the doctor from any analysis. Patient with a history of syncope-induced monomorphic and polymorphic ventricular tachycardias on electrophysiologic study as well as increased hv interval, coronary artery disease, and ischemic cardiomyopathy with moderate to severely depressed left ventricular systolic function estimated ejection fraction of 30%.